Manufacturer narrative:
B5: describe event or problem - updated. B6: other relevant history- updated.

Event description:
The patient was enrolled in the option clinical study on (B)(6) 2021 with patient identifier (B)(6) and the procedure was performed eighteen days later. It was reported that a transient ischemic attack (tia) occurred. Procedure summary: transthoracic echocardiography (tte) performed on (B)(6) 2021 prior to the procedure revealed a left ventricular ejection fraction of 70 percent. Tte revealed one left atrial appendage (laa) lobe with an ostium diameter of 20mm and length of 20mm. A left atrial appendage (laa) closure procedure was attempted eighteen days later with a 24mm watchman flx laa closure device but was unsuccessful as release criteria was not met. A 27mm closure device was then taken and successfully implanted with a complete laa seal and deployed device diameter of 22 mm. Prior to the procedure, aspirin was not administered. Following the index procedure, the patient was started on aspirin and continued rivaroxaban. The patient was discharged home on the same day post procedure. Event summary: nine hundred eighty-five (985) days post procedure, the patient presented to the emergency department with right lower facial droop tingling and numbness. The patient additionally experienced tingling and numbness in their right arm and right lower extremity. The patient was on aspirin at the time of the event. The patient was hospitalized on the same day and placed for neuro checks. A computed tomography (CT) scan of the head was performed, which revealed no acute findings. Computed tomography angiography (cta) of the neck and head were also negative. An electrocardiogram (EKG) was also performed as a diagnostic for the event. The nihss score on the same day was noted as 2 and the mrs was not performed. The baseline nihss and mrs performed on (B)(6) 2021 was 0. The patient was diagnosed with a tia. On the same day, aspirin 81mg was stopped, and was restarted on the same day with aspirin 325mg. The following day, aspirin 325mg was stopped and was restarted on the same day with aspirin 81mg. The patient was also started on plavix for 21 days. The tia was considered resolved one day following admission into the emergency department, and the patient was discharged home. It was further reported that the patient had similar episodes of tia symptoms approximately three years prior to the event. On (B)(6) 2023, the patient underwent cardiac ablation for the atrial fibrillation and was instructed to stop eliquis treatment one week prior. On (B)(6) 2023, the patient experienced the numbness at 4 pm. On (B)(6) 2023 while in the emergency department, the atorvastatin dosage was changed to 10mg to 81mg. It was further reported that in addition to the plavix medication that was previously reported, the patient was also placed on clopidogrel for 21 days on (B)(6) 2023. On (B)(6) 2024, the patient presented for an office visit with complaints of numbness in the right fingers and right hand and was ordered for an ncv/emg and follow-up was to be performed at the patient's next follow up visit in 4 weeks.

Manufacturer narrative:
B5: describe event or problem - updated with additional narrative.

Event description:
The patient was enrolled in the option clinical study on (B)(6) 2021 with patient identifier (B)(6) and the procedure was performed eighteen days later. It was reported that a transient ischemic attack (tia) occurred. Procedure summary: transthoracic echocardiography (tte) performed on (B)(6) 2021 prior to the procedure revealed a left ventricular ejection fraction of 70 percent. Tte revealed one left atrial appendage (laa) lobe with an ostium diameter of 20mm and length of 20mm. A left atrial appendage (laa) closure procedure was attempted eighteen days later with a 24mm watchman flx laa closure device but was unsuccessful as release criteria was not met. A 27mm closure device was then taken and successfully implanted with a complete laa seal and deployed device diameter of 22 mm. Prior to the procedure, aspirin was not administered. Following the index procedure, the patient was started on aspirin and continued rivaroxaban. The patient was discharged home on the same day post procedure. Event summary: nine hundred eighty-five (985) days post procedure, the patient presented to the emergency department with right lower facial droop tingling and numbness. The patient additionally experienced tingling and numbness in their right arm and right lower extremity. The patient was on aspirin at the time of the event. The patient was hospitalized on the same day and placed for neuro checks. A computed tomography (CT) scan of the head was performed, which revealed no acute findings. Computed tomography angiography (cta) of the neck and head were also negative. An electrocardiogram (EKG) was also performed as a diagnostic for the event. The nihss score on the same day was noted as 2 and the mrs was not performed. The baseline nihss and mrs performed on (B)(6) 2021 was 0. The patient was diagnosed with a tia. On the same day, aspirin 81mg was stopped, and was restarted on the same day with aspirin 325mg. The following day, aspirin 325mg was stopped and was restarted on the same day with aspirin 81mg. The patient was also started on plavix for 21 days. The tia was considered resolved one day following admission into the emergency department, and the patient was discharged home. It was further reported that the patient had similar episodes of tia symptoms approximately three years prior to the event. On (B)(6) 2023, the patient underwent cardiac ablation for the atrial fibrillation and was instructed to stop eliquis treatment one week prior. On (B)(6) 2023, the patient experienced the numbness at 4 pm. On (B)(6) 2023 while in the emergency department, the atorvastatin dosage was changed to 10mg to 80mg.

Event description:
The patient was enrolled in the option clinical study on 04 february 2021 with patient identifier (B)(6) and the procedure was performed eighteen days later. It was reported that a transient ischemic attack (tia) occurred. Procedure summary: transthoracic echocardiography (tte) performed on (B)(6) 2021 prior to the procedure revealed a left ventricular ejection fraction of 70 percent. Tte revealed one left atrial appendage (laa) lobe with an ostium diameter of 20mm and length of 20mm. A left atrial appendage (laa) closure procedure was attempted eighteen days later with a 24mm watchman flx laa closure device but was unsuccessful as release criteria was not met. A 27mm closure device was then taken and successfully implanted with a complete laa seal and deployed device diameter of 22 mm. Prior to the procedure, aspirin was not administered. Following the index procedure, the patient was started on aspirin and continued rivaroxaban. The patient was discharged home on the same day post procedure. Event summary: nine hundred eighty-five (985) days post procedure, the patient presented to the emergency department with right lower facial droop tingling and numbness. The patient additionally experienced tingling and numbness in their right arm and right lower extremity. The patient was on aspirin at the time of the event. The patient was hospitalized on the same day and placed for neuro checks. A computed tomography (CT) scan of the head was performed, which revealed no acute findings. Computed tomography angiography (cta) of the neck and head were also negative. An electrocardiogram (EKG) was also performed as a diagnostic for the event. The nihss score on the same day was noted as 2 and the mrs was not performed. The baseline nihss and mrs performed on (B)(6) 2021 was 0. The patient was diagnosed with a tia. On the same day, aspirin 81mg was stopped, and was restarted on the same day with aspirin 325mg. The following day, aspirin 325mg was stopped and was restarted on the same day with aspirin 81mg. The patient was also started on plavix for 21 days. The tia was considered resolved one day following admission into the emergency department, and the patient was discharged home.